Manufacturer narrative:
Gtin/UDI number for item 2429-0500, lot 16126007 is (B)(4). The customer's report that the tubing disconnected from the smartsite port was confirmed. Visual inspection revealed that the pvc tubing was completely separated from the smartsite inlet port below the check valve. Inspection under magnification showed that both sides of the pvc tubing had no solvent at the engagement. Functional testing was not performed due to the separation; fluid was leaking from the separation. Dimensional testing was performed and the tubing measured within specification. The root cause of the customer¿s report was identified as a manufacturing issue of no solvent having been applied at the junction of the pvc tubing.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that when cleaning the connector during the process of starting a pre-medication; the tubing separated from the y-port. No patient harm was reported.